Event description:
It was reported that there was a asymmetric tube cuff. Patient received replacement tracheostomy tube. No injury.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. "Leak test" was conducted to see if there was any functional problem and cuff was inflated symmetrically. Complaint was not confirmed. Root cause cannot be addressed since the cuff was inflated symmetrically. No action taken was performed since the complaint was not confirmed. No problems or issues were identified during this device history record review.